Event description:
It was reported that the patient's ipg was explanted and replaced on 8 april 2021. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported that, following an unrelated procedure where cautery was used, the patient's ipg was inoperable. Troubleshooting confirmed that the ipg would not communicate with external devices. No intervention has been planned at this time.